Manufacturer narrative:
Based on the claim against the product, an investigation has been completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure to be related to the customer reported complaint. The vse instrument was found to have a dislodged grip return spring inside the housing. As a result, the grip would not close when the grip open lever is manually articulated. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. Upon visual inspection, there was no blade exposed outside of the blade garage and the jaw ceramic dots were present. The instrument was returned with a cut energy cord. Therefore, energy delivery and cut tests could not be performed. A review of logs showed no failures. The root cause of the dislodged springs is attributed to manufacturing. Advance failure analysis was performed and afa confirmed the initial finding: the grips of the vse instrument would not actuate and the torsion screw was found to be dislodged. Upon closer inspection, one of the slug set screws that retains the spring was found to be loose and backed out compared to the neighboring screw. The root cause for loose screws is typically attributed to manufacturing. This complaint is reportable malfunction event due to the following conclusion: failure analysis confirmed the vse instrument has a component failure that would not allow for the grips to open with use of grip release that would lead to intermittent failures. Medical intervention may be required in the event that the vse fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure, the vessel sealer extend (vse) instrument stuck in the cannula when trying to remove. The customer could not get the instrument jaws to close and had a hard time getting it out of the patient. The customer had to pull it out forcefully and then could not get the jaws to close again. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.